Event description:
The customer reported erroneous low patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyser. The erroneous patient results were reported outside of the lab and later corrected. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
The customer reported obtaining erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyser. The erroneous patient results were reported outside of the lab and later corrected. There is no report of impact to patient treatment in connection to the event."did an adverse event occur?" There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. "What failed?" The customer reported obtaining erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyser. "How did it fail?" The failure mode is hardware, however the primary component that caused the failure is unknown. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Objective evidence supporting identified failure mode a beckman coulter customer technical support (cts) specialist helped the customer over the phone. The customer reported obtaining erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyser. The customer did not provide patient data. As per ca-04495002 cts advised the customer to carry out the following troubleshooting: the customer checked all ise connections, clean the sample probe, confirm correct reagents and check for bubbles. No bubbles were observed in lines 8 (eight) or 6 (six) and none in the sample pot. The customer removed tubing from pinch valve and then re-inserted. A service call was initiated as per ca-04494921 and wo-04324861, the ise was not calibrating post pm. The fse (field service engineer) was dispatched onsite. The fse inspected the instrument and found the ise qc( quality control) had failed post pm(preventative maintenance) event though qc and calibrations passed during pm. The fse inspected the instrument and found ise - sample syringe thumb screw loose.the fse was contacted to obtain more information regarding event. As per information received from fse on the 13th may 2022, the fse suspected that additional particulates that came loose with continued use of sample probe cleaned during pm. &nbsp;this would cause both ise cells to be out. Upon further inspection of the instrument the fse found&nbsp;bent mixing paddle in one cell and a loose thumb screw on the sample syringe. The fse tightened the sample syringe and replaced mixing paddle. The fse confirmed the condition of the both ise cells by tightening and realigning work previously carried out during the pm (preventative maintenance). The system was verified as qc, calibrations and selectivity's passed. No further issues were reported. "What was done to resolve the issue?" The fse replaced, the bent mixer paddles and tightened the loose thumb screw. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event.